Manufacturer narrative:
Additional information received on december 8, 2021 indicated that mammogram examination confirmed bilateral displacements of implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo evaluation completed on january 13, 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient also experienced bilateral capsular contracture grade iii on the right side, grade ii ptosis with some bottoming out bilaterally under physical examination. Pre and post operation showed left implant rupture, and bilateral capsular contractures, grade unknown on the left side. As a result, patient underwent bilateral explantation and bilateral capsulectomy. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 24, 2021 stated that the patient removed the implant on (B)(6) 2021. The mammogram examination confirmed rupture dated (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent a breast augmentation primary with a mentor memorygel, 325cc breast implant experienced left-sided rupture post procedure. The mammogram, and MRI examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.